Event description:
Device report from depuy synthes reports an event in (B)(6) as follows: this is report 1 of 2 for (B)(4). It was reported by the sales rep in (B)(6) that during an unknown surgery on an unknown date, it was observed that the insertion handle and strike plate devices were broken. According to the report, the driving cap on the insertion handle sheered off during impaction even though consistent axial blows were delivered and the driving cap was retightened via spanner throughout. It was further reported that the aiming arm had since received further damage as it was used to continue impaction of nail and also back slap for compression. It was unknown how the procedure was completed with an unspecified slight delay. However, there were no adverse patient consequences reported. No additional information was provided. This report is for one (1) insert-handle radioluc fem recon nail device. This complaint involves two (2) devices.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j sales representative. The lot number was unknown. Therefore, the expiration date, manufacturing site name and device manufacture date were unknown. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.